Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that the patient had gone to the hospital the other night because they were having a hard time breathing. It was reported that the difficulty breathing was due to having bronchitis. An x-ray was performed and when the patient saw the x-ray they noticed that one of the leads appeared to have come out of the implantable neurostimulator (ins). The patient stated that it could be seen that the lead was not attached to the implantable neurostimulator (ins) and the ¿right side would not turn on.¿ it was reported that the health care professional (hcp) at the hospital did not know anything about the scs system and that it was the patient who made the assessment that the lad had become detached. It was also reported that the battery had lasted a long time because they had not been able to use the scs very much because they were bipolar and it got on their nerves. It was clarified that ¿when it got on their nerves¿ this was not meant physically but meant that it frustrated the patient. It was reported that patient¿s previous hcp was not working with them. Hcp listings were provided during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.